Manufacturer narrative:
The impella device has not been received from the customer; therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 37-year-old male with cardiomyopathy presented in pre support scai stage e. The patient underwent a planned right axillary/subclavian surgical insertion of an impella 5.5 (sn (B)(6) on (B)(6) 2026. During the procedure, the team encountered significant resistance due to a small subclavian artery and pronounced tortuosity at the subclavian¿innominate turn. The pump was initially introduced through a 23f sheath over a 0.018" wire but was unable to navigate the turn. Multiple subsequent attempts were made using three different guidewires, a 16f dilator to assess passage, and finally a 0.025" wire; however, the device continued to fail to advance through the tortuous segment. Excessive force was applied in attempts to overcome resistance, but the pump could not be advanced past the axillary artery. No product damage was noted, and no device return is expected. Due to the patient¿s vascular anatomy¿including vessel diameter <7mm and tortuosity¿the procedure was aborted. The device was explanted at 4:00 pm the same day. The patient remained stable, with no device involvement in the outcome. The complaint outcome was classified as unsuccessful due to failure to advance.

Manufacturer narrative:
Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Failure to advance: the cause of the delivery issue was patient related as per clinical that the case was aborted due to vascular anatomy. Additional codes were added in h6 (component code, type of investigation, and investigation conclusions).